Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
No damage was found on the keypad assembly noted. No unlocked lcd keypad connector during our visual inspection. The insulin pump passed delivery volume accuracy test.

Event description:
Customer reported a low blood glucose event. Customer was exercising and the blood glucose reading dropped really low. The paramedics were called. The blood glucose reading was 36 mg/dl to 38 mg/dl. Customer was driving. Customer did not treat with manual injection. The paramedics thought he was drunk. The current blood glucose reading is 170 mg/dl. Customer stated that he removes the insulin pump, but leaves it in the bathroom while showering. The insulin pump will be replaced. Nothing further reported.